Event description:
This valve was explanted due to endocarditis as demonstrated on intraoperative tee. A sjm mitral valve (2648612-2001-00100) was also explanted. In jan 2001, the pt presented in septic shock and was found to have vegetations on the mitral ring and ischemic hepatitis. After treatment with IV antibiotics, the sepsis improved and the ischemic hepatitis seemed to resolve. The pt was also noted to have "significant" dental disease and underwent tooth extraction prior to implant of this valve. At explant, evidence of "severe" endocarditis were observed. An annular abscess encompassed the mitral annulus and extended into the aortic annulus, affecting aortoventricular continuity. Once the aortic valve was removed, the roof of the left atrium was reconstructed with bovine pericardium and a 23mm lifenet homograft was utilized to reconstruct the left ventricular outlfow tract and a portion of the ascending aorta. The pt was noted to be in "stable" condition postoperatively.